Event description:
Customer reported loud popping noises, then x-rays were disabled. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and performed a filament calibration. System operates as intended.